Event description:
It was reported that 1 bd insulin syringe with bd ultra-fine¿ needle had foreign matter in the fluid path. The following information was provided by the initial reporter: the user reported that when releasing air before use a water droplet came out of the syringe (needle) from within the barrel. Sample : discarded.

Manufacturer narrative:
H.6. Investigation: customer returned an image of the tip of a syringe. No information is readily visible. The syringe¿s needle features a bead of translucent, colorless liquid adhered to it. No liquid is immediately visible in the barrel of the syringe. A review of the device history record was completed for batch # 0248506 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples received, bd was able to confirm the customer¿s indicated failure of foreign matter, though it was found on the needle. Root cause: maintenance dispatch (l2l) was reviewed, and was created for silicone issues ¿ dry and excessive silicone in the barrel. H3 other text : see h.10.

Event description:
It was reported that 1 bd insulin syringe with bd ultra-fine¿ needle had foreign matter in the fluid path. The following information was provided by the initial reporter: the user reported that when releasing air before use, a water droplet came out of the syringe (needle) from within the barrel. Sample: discarded.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date: unknown.